Event description:
(B)(4). Pain, cramping, nausea, abdominal swelling, fevers, hip pain, low back pain, headaches, random spotting, constant feeling of menstruation, feeling like I'm pregnant, feelings of being in early labor, brain fog, mood changes, hair loss and loss of appetite.